Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move, did not function, and the moving parts did not move smoothly. It was further observed that the device had cosmetic damage due to a worn etch and a worn device. It was determined that the labeling had an illegible etch. It was further determined that the device failed pretest for general condition, marking and labeling, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was reported there were no delays to the surgical procedure and the surgery was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device being frozen/would not move, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).